Event description:
Unomedical reference number (B)(4). Event occurred in austria. It was reported that patient faced infusion set adhesive issue during swimming on (B)(6) 2024. No further information available.

Manufacturer narrative:
(B)(6).